Manufacturer narrative:
Device evaluation: belt sn (B)(4) was returned to the distributor and evaluated. The evaluation did not indicate any device malfunction. The evaluation included visual inspection and functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. There was no indication of a sharp edge on the therapy electrode that would contribute to the patient's reported cut. Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient notified the distributor on (B)(6) 2015 that she had a 6" long, bloody cut underneath her breast. The patient did not require any medical intervention. The final medical outcome of the irritation is unknown. There was no alleged device malfunction.